Manufacturer narrative:
(B)(4). The device was returned to baxter product analysis lab (pal) for evaluation. A visual inspection was performed. No problems were encountered or revealed during the inspection process. The power on self test to the device was performed successfully. Upon further investigation, no malfunctions were found. A one hour therapy was performed successfully with no issues encountered. No failures were identified that could have caused or contributed to the reported issue. The assignable cause for the reported issue was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).upon completion of the investigation or if additional information becomes available, a follow-up medwatch report will be submitted.

Event description:
A customer contacted baxter's technical service center assistance to have the home patient's (hp) homechoice (hc) unit picked up. The care giver (cg) requested baxter pick up the hc and requested the balance of the hp's unused supplies. The technical service representative (tsr) referred the cg to call baxter (B)(4) to arrange for the hc and supplies to be returned. The reason for the return of the hc and supplies was that the hp passed away. The call was completed and the hc was operational. No further information is available at this time.